Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. The exact date of the event is unknown. The provided event date, 09/01/2025, was chosen based as the best estimated based on the manufacturer became aware of the event 09/03/2025. The event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Imdrf device code a1502 captures the reportable event of gel misplacement vascular.

Event description:
It was reported that during the spaceoar placement procedure, the patient flinched a little and the case was done with the patient being awake, the situation led to concern that may have been a hydrogel in the rectal wall. The images looked good, but there is some rectal wall infiltration there were wisps of tissue and it does not extend beyond the lateral border of the rectal wall. The patient was report as asymptomatic.